Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were reports that seemed to indicate atrial fibrillation (af), but no episode data had been discovered from the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.